Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the patient connection of the cycler set cassette. Fluid was not discovered in the pump module or on the cassette exterior. It was reported that the patient connection was not securely connected. The patient awoke during drain 2 of 5 of treatment and found they were disconnected from the cycler and solution had leaked on the bed. The patient was reportedly not connected during the event. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Additional information was requested however to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the patient connection of the cycler set cassette. Fluid was not discovered in the pump module or on the cassette exterior. It was reported that the patient connection was not securely connected. The patient awoke during drain 2 of 5 of treatment and found they were disconnected from the cycler and solution had leaked on the bed. The patient was reportedly not connected during the event. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.